Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose reading was 200 to 500 mg/dl at the time of incident. The customer indicated that the blood glucose went down after an infusion set change. The customer was unable to troubleshoot at the time and indicated that they would call back.